Event description:
It was reported impossible to press the act button on the insulin pump. Customer's blood glucose was 8.6 mmol/l. The insulin pump is not being returned for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.